Event description:
According to the reporter: occurred during a bariatric procedure. The surgeon went to fire the manual stapling handle and it did not fire. The stapler was removed from the sterile field and another manual stapling handle was obtained. For the second device, it fired but did not close completely. Another stapler was used. There was no patient injury and no medical intervention was required.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that each reloads was partially fired with the interlock engaged. The jaws of both reloads were open. Staple pushers on both reloads were visible at the 3cm cut line. Functional evaluation of both reloads found no abnormalities, all remaining staples was placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.